Event description:
Pt had nail implanted in (B)(6) 2021 for broken femur. He returned to tsrh in january of 2024 complaining of hip pain. The surgeon chose to remove the nail and implant a larger more appropriate sized nail given his growth over the years. During instra op x-ray we found the nail and his femur had broken at the proximal transverse locking option hole. We removed the top portion of the nail with the easy out. We inserted a screw removal device into the canal of the nail and were successful in removing the rest of the nail. We reamed up to a 11.5mm reamer and inserted two screws up the neck not putting a locking screw where the fracture was. No distal screws were inserted.